Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 65% stenosed, concentric, 25mm in length lesion being treated contained a <=45 degree bend and was located in the moderately tortuous, mildly calcified distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm maverick2 balloon, inflated to 10atms for 15 seconds. The physician attempted to place a 2.25x28mm promus element stent, but was unable to cross the lesion. After three attempts, the stent was removed. The first proximal third the stent struts were found to be lifted and were not stuck to the balloon. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.